Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. B40021) for female sterilisation. The patient had a medical history of endometrial ablation in 2019, c-section (2008 & 2013) in 2013, appendectomy in 1990 and obesity, covid-19, gerd, dizziness, dizziness, dysmenorrhea, parity 2, gravida ii, hives and rash (amoxicillin causing rash). Alcohol: patient denies alcohol consumption. Tobacco: patient denies tobacco use. Previously administered products included: nor-qd and oral contraceptive nos. The patient had a family history of breast cancer. Concomitant products included ibuprofen and loestrin (ethinylestradiol;norethisterone acetate). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3129 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, hysterectomy: no significant histopathologic abnormality uterus, endomyometrium,hysterectomy: benign proliferative endometrium; myometrium with no histopathologic evidence abnormality. Fallopian tubes, bilateral, salpingectomy: no significant histopathologic abnormality; bilateral foreign body medical devices. Clinical history: who presents for hysterectomy and bilateral salpingectomy for dysmenorrhea. Gross description: myometrium measures up to 2.5 cm in thickness and is coarsely trabecular. There are no grossly noted masses. The right fallopian tube measures 7.7 cm in length and is 0.8 cm in diameter. Serial sections show an intact fimbriated end and gray metallic coiled foreign body in the lumen. The left fallopian tube measures 5.9 cm in length and ts 0.9 cm in diameter. Serial sections show an intact fimbriated end and gray metallic coiled foreign body the lumen. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Lot number & surgical pathology report added. Medical history, historical drugs, concomitant drugs added. Patient, product & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2022, 3153 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. B40021) for female sterilisation. The patient had a medical history of endometrial ablation in 2019, c-section (2008 & 2013) in 2013, appendectomy in 1990 and obesity, covid-19, gerd, dizziness, dizziness, dysmenorrhea, parity 2, gravida ii, hives and rash (amoxicillin causing rash). Alcohol: patient denies alcohol consumption. Tobacco: patient denies tobacco use. Previously administered products included: nor-qd and oral contraceptive nos. The patient had a family history of breast cancer. Concomitant products included ibuprofen and loestrin (ethinylestradiol;norethisterone acetate). On ((B)(6) 2022, 3129 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, hysterectomy: no significant histopathologic abnormality uterus, endomyometrium,hysterectomy: -benign proliferative endometrium -myometrium with no histopathologic evidence abnormality fallopian tubes, bilateral, salpingectomy: -no significant histopathologic abnormality -bilateral foreign body medical devices clinical history: who presents for hysterectomy and bilateral salpingectomy for dysmenorrhea. Gross description: myometrium measures up to 2.5 cm in thickness and is coarsely trabecular. There are no grossly noted masses. The right fallopian tube measures 7.7 cm in length and is 0.8 cm in diameter. Serial sections show an intact fimbriated end and gray metallic coiled foreign body in the lumen. The left fallopian tube measures 5.9 cm in length and ts 0.9 cm in diameter. Serial sections show an intact fimbriated end and gray metallic coiled foreign body the lumen lot number: b40021 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3153 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.